Event description:
In 6/96 a device was implanted. On 8/20/96 the pump and balloon were revised. On 11/19/96 it was reported "erosion and infection of the cuff and pump extruding through scrotum. Add'l info received on 12/3/96 indicates the entire device was removed from the pt on 11/22/96.